Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaking trocar valves during a vitreoretinal procedure. The valves were removed and replaced with a separate set of valves. The procedure was completed without harm to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
Three opened samples of hub/cannula assemblies were received for evaluation. The returned samples were visually inspected; two samples were found to be conforming. The third sample was found to have a damaged septum. The final lot was identified. A device history record review for each of the component lots was conducted. The product released met the products acceptance criteria. It is unknown how or when the one sample became damaged because it was returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A sample has been received but has not yet been evaluated. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).